Event description:
A surgeon reported "a lot" of patients who developed keratitis two to three weeks following intraocular lens (iol) implant surgeries. He reported that one patient (no identifiers) has "ongoing issues with unresolved symptoms." The surgeon reported he does not know the source but does not blame any of this manufacturer's products used in the surgeries. Additional information has been requested. There are two medical device reports associated with this event. This report is for the patient who has "ongoing issues with unresolved symptoms."

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/18/2010, 10/19/2010, and 11/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).